Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the infusion device shut off without first displaying e2 (battery empty) the patient experienced an elevated blood glucose level of 415 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.